Event description:
The pump was returned for investigation. Investigation revealed that the keypad buttons were unresponsive as a result of contamination and damage to the contacts. This report is made based on results of investigation completed on 10/17/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/17/2014 with the following findings: the keypad was cut and torn between the ok and contrast button. The up and down button contacts were inverted. All of the keypad buttons responded intermittently to button presses. Contamination was found underneath all of the keypad button contacts. (B)(6).